Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, the vasoview hemopro had an issue. The wires (assumed to be heater) were frayed (assumed to be detached), most likely they got caught on the c-ring. A new kit was used to complete the procedure. There were no patient effects. The product was returned.

Manufacturer narrative:
Investigation: visual inspection revealed that a portion of the top half of the cold jaw silicone boot had detached and was not returned. The heater wire had been bent outwards and the hook had detached from the hot jaw boot. There was some evidence of blood. Based upon the visual observations, the reported complaint 'wires were frayed" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).